Event description:
The customer was running wellness profiles on senior center members, both male and female, each approximately greater than 60 years of age, and received questionable ion selective electrode (ise) sodium results for 56 samples. The doctor called the very next morning, (B)(6) 2015, to request repeat testing. The customer stated the differences in the results were up to 10 mmol/l. Only the results for one patient sample were provided as an example. The initial result was 153 mmol/l and the repeat result was 146 mmol/l. The repeat testing was either performed on this same cobas c501 or another cobas c501 at the site. The repeat result was believed to be correct. The patient was not adversely affected. The sodium electrode lot number was f79899. The expiration date was requested, but was not provided. The customer refused a service visit.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.